Event description:
Complainant alleged that during functional testing, the associated device displayed a "check pads" message with these electrodes attached. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The electrodes were returned for evaluation; the customer's report was verified and attributed to faulty electrodes pads. The electrodes pads were replaced to remedy the customer's report. Analysis for reports of this type has not identified an increase in trend.